Event description:
The index procedure was an emergent case due to an acute myocardial infarction (ami). After the procedure was completed the patient was taken to the intensive care unit (ICU) and complained of chest pain. The exact time of how long after the procedure to the complaint of chest pain was not known but it was the same day. Coronary angiography was done and thrombus was observed inside the previously implanted cypher stent. Aspiration of the thrombus and ptca was done to treat the thrombosis. An additional cypher 3.0/23 mm stent was implanted inside the previous stent at 22 atm for 30 sec as a stent-in-stent. The patient was discharged from the hospital two (2) days after the procedure. The physician's comment regarding the possible cause of the thrombotic event was that the patient was prone to thrombosis (thrombotic diathesis). The index procedure was an emergent case due to ami. The target lesion was the proximal right coronary artery (rca). The target lesion was reported to be: de novo, eccentric, 13.5mm in length, vessel diameter 4.8mm, a total occlusion, and type b2. The lesion was not-predilated. A cypher 3.0/28mm stent was implanted by direct stenting at 20 atm for 20 sec. The stent was not post-dilated. The flow pre-procedure was timi 0 and post-procedure timi 3. An act was not measured.